Event description:
This device was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016 due to infection. The physician was dr. (B)(6) at ((B)(6) pmc in canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).